Manufacturer narrative:
Corrected data: d4 - additional device information UDI.

Event description:
Additional information received indicates that issue has resolved. The patient is clinically asymptomatic.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information.

Event description:
It was reported that the patient experienced intracranial hemorrhage and hematoma during the placement of the lead. Non-significant pneumocephalus and mild vasogenic edema was notes. Medication was administered to address the issue.